Manufacturer narrative:
The retrospective analysis has not indicated any technical failures operation of the system. Treatment parameters were in line with the typical range. The system performance was found to be according to spec and as expected. No new risk was recognized.

Event description:
A patient, that has underwent essential tremor treatment, has persistent dysarthria. The treatment ended with no noticeable serious events. Since the treatment, the patient has had some dysarthria that has been gradually improving but a mild dysarthria still present.